Event description:
It was reported that on the (B)(6) health care provider figure out that patient's "leads migrated into the bone". The patient was getting "a jolt" from the stimulator sometimes when it was on. It was noted that it started a couple weeks prior to this call and only happened when her stimulation was on. The patient was told to turn stimulation off for the time being. The patient has an appointment with health care provider in a couple days after this call. Patient reviewed that on (B)(6), it was discovered that 2 leads had migrated and 1 lead was broken. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report #3004209178-2015-05004.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v735260, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v735260, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v735260, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v735260, implanted: (B)(6) 2011, product type: lead. (B)(4).